Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented remotely via merlin.net transmission, an inappropriate high voltage therapy due to oversensing was observed. The patient was brought into clinic for further evaluation. The oversensing was not reproducible in clinic. Myopotential oversensing on the device was suspected. Device was explanted and replaced, and the right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the event.